Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg pocket was relocated, resolving the issue.

Event description:
It was reported that the patient is experiencing discomfort at the ipg site. Surgery may be pending to address this issue.